Manufacturer narrative:
The insulin pump had no button error alarm. The pump was received with an intermittent button response due to moisture damage on the keypad trace. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was unsure if the button was pressed down for 3 minutes or longer. The pump will be returned and replaced.